Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 116 mg/dl at the time of admission, but over 600 mg/dl on the day prior. Found that the customer's basal rates were not programmed in the insulin pump. The father declined troubleshooting. Nothing further was reported.